Manufacturer narrative:
H4: the lot was manufactured from july 14, 2020 - july 15, 2020. H10: the actual device was received for evaluation containing 115ml of fluid in the bladder. A visual inspection via the naked eye noted a small speck of white drug residue in the thread of the fill port cap. The drug was fluorouracil. Fluorouracil forms a white residue when dried; any small amount of drug left in the fill port when the fill port cap is replaced is forced out of the fill port and into the threads of the fill port cap. There is a one-way check valve which prevents liquid from exiting the device; any liquid or white residue observed on the fill port or threads is a result of drug residual filling. The reported condition was identified as dried fluorouracil, however it was not verified as particulate matter. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter info: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was white particulate in the addition (fill) port of a small volume folfusor. This was observed prior to patient use. The device was filled with fluorouracil 5650mg. There was no patient involvement. No additional information is available.